Event description:
While harvesting a leg vein for a CABG, the c-ring on the vasoview hemopro endoscopic vessel harvesting system broke into two pieces. Broken kit immediately removed from field and bagged. New kit was used. The patient was not harmed.